Manufacturer narrative:
Additional information had been received regarding the material change which was not included in the initial report. So, the correct material had been changed from unk_ngp to mmt-1884 and updated information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved products mmt-1884, unk_sensor, unomedical and unk_reservoir. No product return is required for mmt-1884, unk_sensor, unomedical and unk_reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged for air bubble anomaly. The customer reported blood glucose value of 273 mg/dl. The customer was treated with bolus. The event involved products unk_ngp, unk_sensor, unomedical and unk_reservoir. Troubleshooting was not performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for unk_sensor. No product return is required for unomedical. No product return is required for unk_reservoir.